Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory also indicated an electrical reset. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient experienced dizziness, lightheadedness and bradycardia and the cardiac resynchronization therapy pacemaker (crt-p) exhibited no pacing at maximum outputs at the same time a power on reset (por) triggered during a device interrogation. It was noted the device was at elective replacement indicator (eri) and the battery voltage was low, which then dropped even lower during the interrogation and there was a loss of pacing from the device. The crt-p was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.